Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative calibrated the magnification mode. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that they received a violation code from the department of health due to the beam exceeding visible image. No pt injury was reported.